Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 158 mg/dl. The customer was assisted with trouble shooting and found that the pump works as designed. However, the customer does not feel comfortable with their pump and insists on having their pump replaced. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No unexpected restart alarm noted. The insulin pump passed unexpected restart error test. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.